Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: aneurysm rupture, endoprosthesis: component migration.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2022, the patient presented with a ruptured abdominal aortic aneurysm and approximately 7 cm distal migration of the trunk ipsilateral leg component back into the aneurysm sac. A reintervention was performed wherein 3 conformable gore® tag® thoracic endoprostheses and a gore® aortic extender component were implanted to restore coverage back up to the lowest renal artery and treatment of the rupture. The patient tolerated the procedure.

Manufacturer narrative:
The device evaluation was performed only based on what was reported to gore as the device was not returned for analysis and imaging was unavailable. Without a physical device or images, the physician¿s observation that ¿the patient presented with a ruptured abdominal aortic aneurysm and approximately 7 cm distal migration of the trunk ipsilateral leg component back into the aneurysm sac¿, could not be evaluated. The likely cause for the reported migration could not be determined with the available information.